Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use 5 tubes were discovered to have foreign matter and 1 had defective markings with a bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: defective markingx1, dirty shield x2, black spots in tube x3.

Manufacturer narrative:
Additional information d.10 device available for eval yes, returned to manufacturer on: 2020-03-04. H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for defective marking and embedded foreign matter with the incident lot was observed. Evaluation/testing of the customer samples was performed and defective marking and embedded foreign matter was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. The sample tubes were returned and a photograph of it was attached. 1. The plastic wall of the tube contained a small black dots embedded in the tube wall. 2. Multiple brown smear-type embedded fms in the cap of the tube. 3. The printing is partially thick. 4. Black fm was on the tube.

Event description:
It was reported that prior to use 5 tubes were discovered to have foreign matter and 1 had defective markings with a bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: defective markingx1. Dirty shield x2. Black spots in tube x3.